Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: beijing union medical college hospital, chinese academy of medical sciences during inspection and testing, white foreign material was found clogging the nozzle of the device due to insufficient reprocessing and the material could not be removed. In addition, the insertion section was wrinkled and scaly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported insufficient air/water flow from the subject device was found during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the nozzle of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.